Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The user facility reported the following incident: the instrument was new and used for the first time during this incident. The surgeon attempted to tunnel over the chest wall with the tunneler the instrument kept bending. The patient sustained more bruising than usual. Additional injury or permanent injury is unknown.